Manufacturer narrative:
Additional information was obtained on 2/2/16 and this suspect medical device (likely cause lot) was not in use at this customer site. Based upon this new information, this complaint is no longer a reportable event.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4) these same discrepant data points were also submitted in manufacturer report 1415939-2016-00004 and 1415939-2016-00014 as it is currently unknown which america red cross prism analyzer serial number and customer site produced this particular discrepant data. An evaluation is in process.

Event description:
The customer observed 2 false positive (B)(6) results on the prism analyzer. Repeatedly reactive results indicate the presence of (B)(6) the criteria of the abbott prism (B)(6) plus assay. There was no impact to patient or donor management reported.